Event description:
It was reported that merlin.net exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event. The device was explanted and replaced due to normal eri.

Manufacturer narrative:
This report is being submitted for the merlin.net software as a part of the merlin.net longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.